Event description:
It was reported that during a radical prostatectomy procedure, the device stopped working and machine indicated error code for instrument failure. Another like device was used and after 30 minutes, it stopped working and they got error code for instrument failure. They cleaned the instrument and the titanium blade broke into 2 pieces outside the patient. There was no patient consequence.